Manufacturer narrative:
A ge representative contacted the customer by phone and was informed that the system was working fine. Contacted customer again on (B)(6)2010 and was informed system still operating as intended.

Event description:
Customer reported the system displayed a high capacity disk error, locked up, and started beeping. No patient injury was reported.